Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " comment type: global: 1. Customer was complaining that false positive issue is occuring randomly. 2. No error in instrument and temperature is ok. 3. Since this problem is difficult to troubleshoot and it is escalating to global team."

Manufacturer narrative:
H.6. Investigation: a failure was reported on a bd bactec fx40 (p/n 442296, s/n (B)(6)). Customer reported a false positive issue on their instrument. Bd remote assistance talked with the customer confirming that the instrument temperature was correct and there were no errors in the instrument. The log files of the instrument were reviewed and it was revealed the facility ambient temperature was causing the issue. The root cause of this issue is ambient air temperature. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to false positive issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " comment type: global customer was complaining that false positive issue is occuring randomly. No error in instrument and temperature is ok. Since this problem is difficult to troubleshoot and it is escalating to global team."